Event description:
According to the literature, a retrospective study analyzed outcomes in patients who underwent lateral transperitoneal laparoscopic adrenalectomy between december 2022 and october 2024. Ligasure or another device were used to release all splenic attachments and to divide the adrenal vessels. There were 24 patients in the study and two patients required open conversion due to uncontrolled intraoperative bleeding from right adrenal vein which was torn at its junction from inferior vena cava.

Manufacturer narrative:
D10 concomitant product: unknown ligasur, unknown ligasure instrument (lot#unknown) laparoscopic adrenalectomy: experience in a tertiary care hospital in eastern india. Dr. Partha protim mondal, dr. Shiva manohar dutta, dr. Pankaj mudgil, dr. Ved prakash patel, and dr. Babar ali. J med. Pharm. Res., 6 (5): 1798-1804, 2025. Available online: 24-10-2025 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.